Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation flow: damage. Visual inspection: the received radiolucent insertion handle for expert nails/100mm (part#: 03.010.486, lot#: 8807677) was received at us cq. The alignment tab on the distal tip of the device has completely broken off. The broken tab fragment was not returned to us cq. There were nicks on the inside, metal portion of the handle. The received condition is consistent with the complaint condition thus the complaint is confirmed. Device alignment tab has broken off, surface nicks. Dimensional inspection: dimensional analysis was not performed due to the relevant tab portion not being returned. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Manufacturing record evaluation: the received radiolucent insertion handle for expert nails/100mm (part#: 03.010.486, lot#: 8807677) was manufactured at the hägendorf site on mar 13, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the received radiolucent insertion handle for expert nails/100mm (part#: 03.010.486, lot#: 8807677) as the distal tab of the device was broken. The device also had nicks on the inside portion of the handle that is consistent with wear. Although no definitive root cause can be determined, it is possible that the tab broke off due to the device experiencing unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part: 03.010.486, lot: 8807677, manufacturing site: hägendorf, release to warehouse date: mar 13, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while restocking the inventory it was noticed that the tip of the radiolucent insertion handle was broken. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) radiolucent insertion handle for expert nails/100mm. This is report is 1 of 1 for (B)(4).